Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant that a lens was exchanged due to an unexpected refractive outcome. Add'l info has been requested.